Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member and a patient who was implanted with a neurostimulator for non-malignant pain and lumbar radiculopathy. It was reported that the patient saw an informational power on reset and a doctor icon when they went to use the patient programmer. Therapy stopped due to the por on (B)(6) 2016. The patient was able to clear the por during troubleshooting and turn therapy back on. Therapy was reported to be adequate. The patient felt stimulation and the implant was working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.